Manufacturer narrative:
B3 date of event : aware date was used as event date as actual event date was not known.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that the device did not seal, and the patient experienced a stroke post implant. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. The patient reported that twenty-one (21) days post procedure they experienced a stroke. The patient also reported that there was a leak in the closure device, and they needed to go to a specialist to see what could be done to address it. No further information was provided.